Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, one tube had a discolored cap. The tube was replaced, and there was no report of patient impact.

Manufacturer narrative:
E1. Initial reporter facility name: southern university of science and technology hospital h6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, thirty(30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to color variation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
H.6 investigation summary: bd received one (1) sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for color variation with the incident lot was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of color variation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of color variation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® sst¿ blood collection tubes, one tube had a discolored cap. The tube was replaced, and there was no report of patient impact.